Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 11102168) could not be advanced in the microcatheter near the end of the microcatheter. Additional information related to the procedure and the device issue are not available. There was no report of any patient adverse event or complication. The complaint device was returned along with two prowler select plus microcatheters (catalog and lot numbers not available). During the visual inspection, it was observed that one of the two prowler select plus microcatheters was cut off from the rest of the component near the ID band section. Additional follow-up was made to determine when this event occurred; the response received from the affiliates was that they did not know when the damage occurred. The rest of the device was inspected and was found to be without additional appearance of damage. Based on the product analysis on 05 april 2021, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. (B)(6). The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 11102168) could not be advanced in the microcatheter near the end of the microcatheter. Additional information related to the procedure and the device issue are not available. There was no report of any patient adverse event or complication. The complaint device was returned along with two prowler select plus microcatheters (catalog and lot numbers not available). During the visual inspection, it was observed that one of the two prowler select plus microcatheters was cut off from the rest of the component near the ID band section. Additional follow-up was made to determine when this event occurred; the response received from the affiliates was that they did not know when the damage occurred. The rest of the device was inspected and was found to be without additional appearance of damage. Investigation summary: the non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received with an unknown prowler select microcatheter; the devices were contained in a pouch. Visual inspection was performed. The microcatheter was observed cut off from the rest of the device component near the ID band section. Per the affiliates, they do not have information or know when the cut occurred. The rest of the microcatheter was observed without damage. The observed condition of the returned prowler microcatheter is not related to the reported issue reported in the complaint. With the limited information available, the determination of possible causes cannot be determined. The lot number of the device is not known, therefore review of the device history record was not performed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.